Event description:
Manufacturers ref # (B)(4).

Manufacturer narrative:
According to provided information by our field service engineer, the hinge to the lid was replaced. There is no information on why the hinge was replaced. The hinge will not affect the function of the ventilator. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).